Event description:
Voluntary medwatch received states that the patient experienced asystole with the right ventricular (rv) lead exhibited noise. No changes or interventions were performed. The patient condition was not known.